Event description:
It was reported by the affiliate that (1) dh105 was used during a tonsillectomy procedure. It was reported that the device functioned normally. The event occurred postoperatively. There was bleeding (4) times and the pt had a reoperation. The device had been used with an hp052.